Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a percutaneous coronary interventional (pci) with impella procedure. Reportedly, the suture of the first proglide device was successfully deployed. A second proglide device deployed, the lever was returned to its original position; however, significant resistance was noted during device removal. The sutures of both proglide devices were cut and removed as it was thought that they might be a source of entanglement; however, the resistance during removal was confirmed to be due to a failure to retract the foot. As the device was manipulated back and forth, advancing and withdrawing the device in the artery, the lever was noted to lift. The lever was lowered once more and the proglide device was able to be withdrawn from the artery. The proglide device was not difficult to insert into the anatomy. Excessive force was not used during removal of the device and the device was removed completely intact. No vessel damage occurred. The pci procedure was completed. Hemostasis was achieved with an 8f non-abbott device and 15 minutes of supplemental pressure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported difficulty retracting the foot could not be confirmed as the foot functioned as expected. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use, states: do not advance or withdraw the perclose proglide suture mediated closure device against resistance until the cause of that resistance has been determined. Although the removal against resistance may have contributed to the reported tissue damage, the removal against resistance was circumstantial related to the difficulties encountered. In this case, the reported manipulation of the device back and forth was circumstantial related to the difficulties encountered. A conclusive cause for the reported difficulty retracting the foot and difficulty removing the device could not be determined based on the returned device condition. Factors that contribute to difficult to opening or closing the foot and difficulty removing the device may include, but are not limited to, manufacturing, tissue or suture caught in foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4- lot # and expiration date. H4 - device mfg date.